Manufacturer narrative:
If implanted, give date: 2004. Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2011-04138. It was reported that subsequent to a stenting treatment procedure, very late stent thrombosis occurred. In 2004, the patient had two taxus express stents implanted in the mid left anterior descending artery; a 3.00x28mm and a 3.00x12mm. The patient presented in (B)(6) 2011 with an acute anterior wall myocardial infarction and stent thrombosis was discovered. A 2.50x8mm non-bsc stent delivery system was advanced distal to the taxus express stents and deployed. No additional patient complications were reported and the patient's status is fine.